Manufacturer narrative:
The following sections were updated or answered: d1 brand name; d3 manufacturer name and address; d4 unique identifier (UDI) #; g4 PMA/510(k)number; h5 labeled for single use? H6 evaluation codes. Investigation summary: the device history record (DHR) for lot 23j038 was reviewed and no anomalies related to the reported issue were observed. Prior to a lot¿s release, the lot must be deemed acceptable by passing inspections that are based on a valid sampling plan. During production, inspectors routinely examine a statistical sample both physically and visually. Two devices were returned for evaluation and the issue was observed however based on the available information a root cause could not be determined. We will continue to monitor related reports to determine if additional actions are necessary.

Event description:
The customer reported that the syringe is a luer lock syringe and the plastic piece the needle sits on is missing. The customer described it as being in the hub area, needle can't set on syringe properly. A photo was provided which appears to show the inner luer broken off.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.